Event description:
Surgeon was performing left hip hardware removal. After removing implanted hardware, components were placed on back table. A small piece of free metal was discovered lying next to explanted devices. The metal piece was discovered to be the tip from a hexagonal headed screwdriver. All screwdrivers on field were intact. The origination of the foreign object unable to be determined.